Event description:
During the procedure, a blood clot was noted. Impedance values increased from 90 to 100 ohms during rf delivery. Upon removal of the catheter, blood clots were noted. When attempting to flush the tip electrode, an obstruction was noted. The catheter was replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
One bi-directional, curve d-f, tacticath sensor enabled contact force ablation catheter was received for evaluation. A blood-like substance was noted at the distal tip of the catheter. The device met specifications during temperature testing, occlusion testing, and leak testing. Electrode 1 and the tip thermocouple met specifications during electrical testing. In addition, no anomalies were noted during microscopic inspection of the distal irrigation ports. Although fluid was observed to flow out of all irrigation holes, the catheter displayed asymmetric flow while priming; however, further investigation determined this behavior was only present during priming flow rates and not during therapeutic flow rates. Fluid within the irrigation lumen becomes turbulent during priming which leads to the observed asymmetric flow from the irrigation ports. Flow is non-turbulent at normal therapeutic ranges and fluid exits the tip in a balanced pattern. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported blood clot remains unknown.